Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 219 mg/dl - "high"; cause was unknown. Customer administered a manual injection, and performed supply changes to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.